Manufacturer narrative:
Unit received with currents in specification. No unexpected failed battery test, battery out limit or blank display, lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime/delivery, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that battery was depleting quickly. Customer reported of receiving failed battey test alarm and insulin pump went blank. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.